Manufacturer narrative:
Distributor performed evaluation and any necessary repair.

Event description:
It was reported by the distributor that the power cord was cut, potentially resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Distributor performed evaluation and any necessary repair.

Event description:
It was reported by the distributor that the power cord was cut, potentially resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.